Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that a nurse and office manager of the facility had notified the company representative over the phone that the patient had been experiencing some increased pain. The company representative had not had a chance to review the telemetry; however, the pump was interrogated and filled. The logs showed multiple stalls and recoveries of varying times. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the pump was approximately a year from end of service (eos). No actions were taken to resolve the issue. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was unresolved at the time of the report. The patient was without injury regarding their status as of the date of the report (2020-apr-06). Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were unknown to the company representative at the time of the report. The company representative planned to obtain more information from the healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the explant was cancelled and had yet to be rescheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the cause of the stalls had yet to be determined. The pump would be explanted on (B)(6) 2020.